Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: pt was implanted on an unk date with matrix construct. On an unk date squeaking at the matrix construct was audible. X-rays on an unk date showed an increasing change in the rod length. Revision surgery will be performed on an unk date. This is 2 of three reports.

Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: patient was implanted on an unknown date with matrix construct. On an unknown date squeaking at the matrix construct was audible. X-rays on an unknown date showed an increasing change in the rod length. Patient was returned to the o.r. On (B)(6) 2012 for revision surgery. It was noted intra-operative that two of the five locking caps were loose. The remaining three locking caps were intact. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis. Rod shows normal signs of use. As the article and lot number of the rod is not known the production history cannot be reviewed. Unfortunately the exact cause of failure could not be determined. A possible failure reason could be that the rods were not placed perpendicular to the axis of the monoaxial pedicle screw in l4 and l5. We therefore recommend using the polyaxial pedicle screws if possible. Another possible reason could be that tissue residues between the screw and locking cap may reduce the clamping between rod and locking cap which finally may lead to the loosening of the construct.

Manufacturer narrative:
Device was returned for evaluation. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.